Manufacturer narrative:
An investigationwas completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the black sureform reload 45 involved with this complaint and completed the device evaluation. The stapler reload was inspected and found that the reload knife exposed within the knife track. Review of the stapler logs confirmed a partial firing event involving the reload. This confirms the customer reported event. As part of investigation, further inspection confirmed additional related failures. First was an indentation to the blade edge of the reload and second was a lodged staple that was obstructing the reload shuttle track where the knife edge was travelling towards the distal end of the reload. The information gathered indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the blade of the sureform 45 curved-tip stapler instrument installed with a black reload was not able to cut the tissue. The customer used the third-party stapler to continue with the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the stapling issue did not result to either malformed or unformed staples. Staples were completely fired and no staples were missing from the staple line. Morevoer, no holes/gaps were observed within the staple line. The reload was not stuck to the tissue. After observing the exposed blade, instrument was removed safely.